Event description:
A customer reported experiencing an alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Reportedly, the customer reverted to an alternate method insulin therapy.